Event description:
The pt has two, trial leads from the same lot. It was reported the pt is experiencing severe pain in his right leg. It was also reported the pt is experiencing swelling from his right knee to his foot. F/u revealed the pt's physician believes his issues are not related to the leads. The pt is recovering at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.